Event description:
It was reported that during a laparoscopic unknown procedure, jamming occurred. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the found that the device was received in good visual condition with two malformed clips in a bag. In an attempt to replicate the reported incident, the device was tested for functionality. During the first actuation of the device, the 13th/14th clips were fed due to a double feed incident, causing the next firing sequence to result in a no clip fed. Finally, the last firing sequence (15th clip) resulted in a properly fed and formed clip. The device locked out as intended but the orange indicator dod not show up. Please note that this range indicator condition is not related with the event reported. In order to evaluate the condition of the internal components, the device was disassembled. Upon disassembly, no conclusion could be reach as to what may have caused the double feed incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.